Event description:
Boston scientific received information that this single chamber pacemaker stored multiple ventricular tachycardia episodes resulting in pacing inhibition of up to three seconds. It was reported the right atrial (ra) lead sensing measurements were 1.1 mv, however the patient has no atrial activity. Pacing impedance measurements were stable. No adverse patient effects or symptoms were reported.

Manufacturer narrative:
The device was reprogrammed to aoor and will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.